Manufacturer narrative:
The device was returned to zoll medical canada. The reported problem was verified and the digital board was replaced to rememdy the problem. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to switch modes. Complainant indicated that there was no patient involvement in the reported malfunction.